Manufacturer narrative:
B3: event date ¿ the patient experienced peritonitis last may 2023. D4: lot # - the lot number was not reported; however, the patient mentioned that they used recalled minicaps. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. It was not reported if the patient recovered from peritonitis. On an unspecified date, the patient¿s pd catheter was removed, and the patient started performing hemodialysis for a few months. No additional information is available.